Event description:
It was reported that, during patient use, the ventilator generated a oxygen sensor alarm. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.